Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited high capture threshold. No programming changes made were reported and the lead remain implant. No patient consequences were reported.